Event description:
During diabetes discharge education class, 4 nova max plus lancing device caps were found to be cracked on the sides. The cap flies off the lancing device if it is not securely placed on the finger tip when the lancing device caps are cracked. Also 2 out of the 4 lancing pens have the lancet poke through the cap after springing the device back ready to be used. I contacted MFR who will mail out 12 new lancing pens.